Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the customer was at the doctor's office and they were unable to view the bolus history. The customer's blood glucose was unknown at the time of the incident. During troubleshooting, the reports were available including the bolus information. The customer's mother stated that they did not upload before the doctor's visit. The customer's mother was advised to monitor the boluses and the bolus history. She reported that the insulin pump alarmed no delivery but she refused to troubleshoot. The pump was not returned for analysis.